Event description:
A bls crew responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. The device analyzed then gave a no shock advised message. An als crew arrived on the scene and placed the device in manual mode and delivered a shock. The pt's rhythm was converted to asystole. CPR and drugs were administered but the pt was not resuscitated. The als crew reported that the device should have shocked the analyzed rhythm because it was course vfib. The reporter indicated the alleged device malfunction did not cause or contribute to the pt's death because the pt was not viable.